Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a gold probe device was intended for use during a colonoscopy procedure.according to the complainant, during the procedure, nothing happened with the device when the pedal was depressed; they were unable to use the device to cauterize. The physician completed the procedure with another gold probe device using the same generator and foot pedal. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.